Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's 3-way solenoid valve, proportional valve and machine flow sensor needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's 3-way solenoid valve, proportional valve and machine flow sensor needs to be replaced to address the issue. The proportional valve and machine flow sensor was evaluated by the manufacturer's product investigation laboratory (pil) and found the proportional valve and machine flow sensor functioned as designed and operated without issue or error codes.